Manufacturer narrative:
(B)(4).

Event description:
It was reported that sensor that didn't work occurred. The product was evaluated. An external visual inspection was performed and no damage. Nordic bluetooth pairing test was performed and no pairing code. Data log analysis was performed and fail. A review of the share logs was performed and signal loss over an hour cause was determined to be no communication - gap in logs. The reported event of a sensor that didn't work is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.